Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported screen exploded after plugging in the battery charger, which was not reproduced during evaluation. Visual inspection found the liquid crystal device (lcd) to have signs of heat damage. The device was not received with the alternating current power adaptor and thus the component could not be assessed. The lcd was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen exploded after plugging in the battery charger. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was clarified with the customer that the screen didn¿t actually explode but rather it was observed to be distorted. Baxter received and evaluated the device. The screen was observed to be intact and there was no damage that would indicate that the ¿screen exploded¿. Instead, the screen was found to have slight evidence of heat damage visible on the liquid crystal display (lcd) screen. Also during repairs, the device had a white screen when powered on. Both the input/output printed circuit board and the lcd were replaced to correct the issue.